Event description:
In 2009, the patient underwent an endovascular procedure to treat a descending thoracic aneurysm with a gore tag thoracic endoprosthesis. The aneurysm was excluded. At the end of the procedure, the surgeon withdrew the gore introducer sheath with silicone pinch valve and the common femoral artery at the junction of the external iliac ruptured. The physician repaired the rupture and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.